Event description:
It was reported that the device and leads were removed due to infection. Bacteremia with coagulase negative staff was noted. The leads were explanted. A temporary pacing wire was placed and the device was being used as a temporary pacer via the internal jugular (ij). No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4): the full lead was returned and analyzed. No anomalies were found. Blood was observed on the distal and proximal conductors. The outer insulation was melted and the lead was stretched. Apparent explant damage was noted. 6947m implantable tachy lead, 2012 (B)(6). (B)(4).